Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor needle was broken which had pain in the tissue. Customer stated that the electrode was bent and had blood at site. The sensor will not be returned for analysis.

Manufacturer narrative:
The information was not included in the initial report. The correct information has been provided with this report.